Manufacturer narrative:
Results and conclusions: visual and functional inspections revealed that the brakes were operating to specification. Event was caused by untrained user being unable to actuate the brakes.

Event description:
It was reported by service report that the brakes were not working. No pt involvement or adverse consequences were reported.